Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Several follow up calls were made and the customer stated that she had a lot of issues with weak signal and lost sensor; it happened at night time. The customer mentioned that she wears the insulin pump in the opposite site of the body. Recommended the customer to keep on the same side where she wears the sensor. The customer stated that currently is not using the sensor because she took it out last weekend when she had issues and was sick. Then the customer stated that she was running high, had strep throat, and went to the emergency room; the customer did not put the sensors back since then. The blood glucose reading was in the 300's mg/dl. No further information was provided.